Event description:
It was reported that the patient was revised due to dislocation approximately 3 months post-implantation. Head, cup, and liner were replaced with constrained product.

Manufacturer narrative:
Medical product: g7 acetabular liner, cat#: 010000848, lot#: 3512121, osseoti 3 hole shell, cat#: 110010243, lot#: r3683775a. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the liner found that it was returned assembled with a g7 3 hole shell. The liner has 2 large gouges that start in the radius of the liner and extend to the rim. A hole was observed in the liner where a screw was drilled in an attempt to remove the shell from the liner. A dimensional analysis is not possible on the liner. Visual inspection of the head found scuffing and scratching on the outer radius and rim and could not confirm the reported lot number. No dimensional analysis will be performed due to the unknown product ID. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant medical product - g7 neutral e1 liner 32mm d catalog # 010000848 lot # 3512121. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05786. It is unknown if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to dislocation.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Concomitant products: 110010243, g7 osseoti cup sz 50, 3683775; 110010243, g7 osseoti 3 hole shell 50mm d, r3683775a; 010000848, g7 neutral e1 liner 32mm d, 3512121.